Event description:
Customer complaint received regarding air in line alarms being too sensitive. Many times the device will alarm and there is no air seen in the line. Customer feels this is a waste of tubing and medication because of tubing changes required. Customer also feels there is the potential for harm due to medication administration being delayed. Customer verified no pt harm occurred.

Manufacturer narrative:
(B)(4). Further details from customer are that there were some staff education issues they will be addressing. Air in line alarm educational info was provided to customer. No product will be returned for investigation.